Manufacturer narrative:
Additional information: a hardware investigation was initiated following a report from a service technician, who observed that after calibration of the paramagnetic o2 sensor, the expected target value of 21% oxygen was not achieved. Instead, the sensor displayed a value below 26%. The case was forwarded to hamilton medical engineer for technical evaluation. His investigation concluded that the paramagnetic o2 cell showed no hardware defects. The analysis suggests that the o2 supply tubing was likely not disconnected during calibration, which can lead to a failed test result. This points to a probable calibration handling error rather than a device malfunction. As a precautionary measure, the paramagnetic sensor was replaced. The logfiles showed that the calibration failed which indicates the calibration handling failure. Therefore based on the investigation, the incident was assessed as no longer reportable as no malfunction was identified.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "after calibration of the paramagnetic o2 sensor, the target value of 21% oxygen is not reached. The cell displays a value of <26%." No patient involved.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.